Event description:
The patient experienced a return of spasticity. The patient was taken to surgery for revision of a distal/catheter tip as the catheter had backed out of intrathecal space. The patient was reported to be "responding well to revision and therapy is effective". The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).